Event description:
It was reported that the customer was hospitalized for high bgs. The doctor stated that the customer is fine and would call later to test the pump. Later the customer called to troubleshoot the device. However, the customer did not have a clamp to perform the high-pressure test. Explained the two high bg rule.